Event description:
It was reported one-day post implantation of the toric intraocular lens (iol) implantation, the patient presented a -3.d refraction away from the expected outcome. The account considered that corneal edema might have affected the outcome. There were no patient injuries, and no other medical intervention was required. Through follow-up we learned, that one week post-operation the refraction was resolved. The patient was examined and corneal thickening was present, and the account recognized that the issue was a change caused by corneal thickening. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis® toric 1-piece, model zcw that has a similar device, tecnis® toric 1-piece model zct which is distributed in the united states under PMA p980040. Section h3 -the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.